Event description:
Creatinine result was reported as a high result which caused the physician to send the patient to the ed on the following day. Sample from ed did not match this high result and original sample was repeated. The repeat agreed with the ed results. Created a call with beckman coulter for investigation of issue. Repeated on (B)(6) 2025 and result was 0.8.